Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that left ventricular (lv) lead exhibited loss of capture. Additional information indicates that the lead had moved out from its original position, however no asystole of greater than 2 seconds was observed. The lv lead was replaced and surgically abandoned. No additional adverse patient effects were reported.